Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that following a review of the data conducted by (B)(6) in march 2019 on aura ii cementless stem. "Aura ii cementless stem ¿ level 2 performance status in primary hip replacement", on 304 primaries surgeries, 33 had been revised. The patient underwent a revision due to loosening. The acetabular cup has been removed. No other adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following d11-associated products : 00-7255-050-28 0 degree tm natural cup ID 28mm od 50mm batch : 55695600. 164126 zr modular 5 degre 42 taper 28mm standard batch : 705299. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to loosening: 1 complaints (1 products), this one included, have been recorded on avantage cementless acetabular shell 58mm, reference p0460058, from 01 january 2017 to 27 august 2020. 1 complaint (1 product), this one included, has been recorded on avantage cementless acetabular shell 58mm, reference p0460058, batch 0000060216. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a review of the data conducted by the national joint registry in march 2019 on aura ii cementless stem"aura ii cementless stem ¿ level 2 performance status in primary hip replacement", on 304 primaries surgeries, 33 had been revised. The patient underwent a revision due to loosening. The acetabular cup has been removed. No other adverse events have been reported as a result of the malfunction.